Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use and debris about the threads. Functional testing of the components note that both could not be disengaged. No pre-existing conditions were noted on the per. The reported implant was located on an unknown tooth site and was removed the same day. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019051192) for similar event and no other complaint was identified utilizing keyword(s) 'does not disengage'. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (stuck components) or product (bost485). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the implant has not been placed because the driver does not disengage. The affected dental position is unknown. The doctor confirms that the procedure was completed with another tool and that the patient did not suffer any impact on his health.